Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two gates drills separated; no injury resulted.

Manufacturer narrative:
There was erroneous information in the initial report. The device itself did not break. Instead the plastic packaging is broken. This is not considered a reportable event.